Event description:
Reporter indicated that the pt underwent revision surgery in (B) (6) 2009 and now has high impedance on diagnostic testing. The physician felt that the lead pin may not have been fully inserted into the generator connector block. X-rays were reviewed by physician and he concluded that the pin was not fully inserted. Pt underwent surgery in (B) (6) 2009 to re-insert the pin and the issue resolved. Diagnostics at time of original implant are not available, so it is unk if the pin migrated or if it was not fully inserted in the first place. No trauma or manipulation was reported.